Event description:
Positive end expiratory pressure (peep) valve was attached to the endotracheal tube in a method which did not allow adequate ventilation. The design of the peep valve may have allowed inappropriate application of the device to occur in this situation.